Manufacturer narrative:
Product complaint (B)(4). H6: component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the number of needles "popping off" the suture during this procedure? The surgeon went through a total of approximately 18 suture in the course of 3 days. Please specify when did the needle detachment occur: the detachment of the needle occurred after the surgeon did 2-3 passes through the patient's tissue. Was the needle separated during dispensing, but before use on the patient? If yes, how many times? The needle did not separate when it was loaded onto the needle driver. It only detached after a couple of passes through the patient's tissue. Or was the needle prematurely released from the suture strand during use on the patient. If yes, how many times. Yes, over 18+ suture strands. Please confirm the number of devices being returned for analysis? 1-device. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. "A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The needle keeps popping off the suture. No adverse patient consequences were reported. Additional information was requested.